Event description:
It was reported to philips that the host computer was unable to boot, preventing a full system boot. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the host computer was unable to boot. Review of the logfile shows geometry related malfunction. Upon troubleshooting the philips remote service engineer (rse) checked the system remotely and found that the host pc was not turning on from the console, the customer had to press the on button on front of host pc to get system to boot up into application and requested onsite support. The philips field service engineer (fse) checked the system onsite and found bios battery was bad. To resolve the issue, fse replaced host pc and installed new license. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.